Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Manufacturer of device is unknown. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.2, d.3, d.4, d.6, d.7, g.5, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold, crystalline. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported an unknown side "severe capsule". Device remains implanted.